Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the ID resistor in the connector shell was loose due to a cold solder joint. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper solder during the manufacturing assembly process. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during sterile processing, it was observed that the motor device was not working well. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.